Event description:
The consumer reported that the patient had not been able to empty their bladder for at least a year. The patient's device was replaced on (B)(6) 2015. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.